Event description:
A customer reported an altitude alarm issue with their pump, which did not adversely impact their blood glucose level. The issue had not occurred with the same pump serial number in the past month, and their insulin delivery was not suspended as the incident happened on a previous day. To resolve the issue, the customer replaced the cartridge, after which the pump resumed normal operation. Technical support provided tips to prevent future altitude alarms, which the customer acknowledged and understood.